Manufacturer narrative:
The device was returned to olympus for inspection. The reported issue, ¿pressing the start knob, there was a beep tone and an error message,¿ was not confirmed. All tests passed, and no failures were identified. Based on the results of the investigation, and since the device malfunction was not confirmed during evaluation, the definitive root cause of the reported issue could not be determined. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device. Date of event is unknown. Additional information will be provided if available.

Event description:
It was reported by a olympus company representative that, during a laboratory demonstration, the high flow insufflation unit emitted a beeping tone and displayed an error message when the "start" knob was pressed. There was no patient involvement.